Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. There was no reported impact to customer's blood glucose. Reportedly, customer declined troubleshooting with tandem's technical support. Customer had manual injections available as alternate insulin therapy.